Event description:
On (B)(6) 2025, xtrallux received communication from a patient claiming that there was melting plastic where the cap and the battery pack connect.

Manufacturer narrative:
Upon becoming aware of the event, xtrallux advised the patient to discontinue use of the product. The device was not returned for investigation, and thus, a root cause was unable to be determined. However, images shared by the reporter show evidence of heat damage. The patient did not report any harm associated with the event. The device's risk assessment captures the relative risk and has determined it to be acceptable. The device DHR was reviewed and there were no nonconformities. The instructions for use (IFU), which were reviewed through the 510k submission, provide information regarding electrical shock such as: "do not operate the device when it or any of its components are damaged, or if the power pack or power supply have been dropped or damaged. To avoid the risk of electric shock, do not disassemble any part of the appliance or its accessories. Contact xtrallux customer service for examination and repair," and "if the power supply is damaged, contact xtrallux for replacement to avoid electrical hazard or damage." Xtrallux also encourages patients to handle the device with care to mitigate risks related to power cord damage advising, "care should be taken to protect the integrity of the device. It is recommended to keep your xtrallux device in its protective storage case between uses to prevent accidental damage and avoid excess wear and tear. Take care when removing cables from power sources, gently unplugging cables without exerting excess tension on device cables.".